Event description:
It was reported that during the surgery when the nitinol guide pin was placed, it was broken, and was removed without causing damage to the patient. Finally a backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 1.2mmx45cm nitinol guidewire was returned for evaluation. Visual assessment of the device confirmed its reported breakage. Approximately 3.5 inches of its length has been broken off. The broken portion was not returned for examination. The break area shows no material voids. The break area does show significant signs of elastic deformation. The guidewires condition indicates it was subjected to excessive force during use. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.